Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of liner breakage. The overall condition of the liner suggests moderate usage as the liner exhibits several gouges/scratches. A complaint database search on the provided product did not identify a trend of the reported event. The root cause is attributed to product wear out based on the overall condition of the device. Based on the root cause of product wear out, corrective action is not needed.

Event description:
Liner broke during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.